Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated via radiofrequency (rf) telemetry. No changes or intervention was performed. To resolve the event, the patient was sent an inductive telemetry home transmitter. There were no patient consequences.

Event description:
New information received indicates it is unknown whether the device was ultimately interrogated.